Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted the reload was pre-fired and engaged in interlock. The reinforcement material and sutures were still intact. The jaws of the reload were open. There were staples protruding from the proximal staple cartridge channel. Pmv performed functional testing which included the reload was loaded into a post market vigilance instrument for functional testing. The interlock was overridden and the reload was then applied to test media. All staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a segmental lung resectioning and thoracoscopy. On the ninth firing, the surgeon attempted to use a manual handle with the reload, but the reload was too long to clamp the tissue. To correct the issue, a different type of reload was used and the firing was completed successfully. On the tenth firing, the surgeon clamped the tissue positioned in the unclearly visible side with the tip of the jaws and began to squeeze the handle. The surgeon thought the firing was completed and removed the device from the tissue. However, oozing bleeding occurred because the staple line was incomplete. The staples at the root of the reload were b-shaped, but the staples on the tissue were u-shaped. To complete the procedure, another reload was connected to the handle and they re-stapled over the original staple line and the firing was completed with no further issue. The patient status is no problem.